Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt's implantable pulse generator (ipg) had flipped inside the pocket. The pt's pocket was swollen and the pt went to a private physician, when they felt around the pocket site they could feel the side of the battery was facing the skin. The pt's ipg was relocated to a new site and the pt did well.